Event description:
It was later reported that the pump was hospitalized. On the date of this report, the managing healthcare provider (hcp) went to the hospital to work with the hospitalist to decrease the pump to minimum rate, which was a 98% dose decrease. The pump was reprogrammed under supervision of the hospitalist and a change in the daily dose was initiated.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
Additional information later indicated it was assumed that the event was related to the sleepiness, difficulty maintaining oxygen levels, and pump being programmed to minimum rate mode and filled with saline in (B)(6) 2014 but the reporter didn't want to speculate. No further troubleshooting or actions were done.

Event description:
It was reported that patient had experienced overdose symptoms, sleepiness, difficulty maintaining oxygen saturation on own. Patient was hospitalized and programmed at minimum rate. Drug delivered via the pump was dilaudid 10mg/ml at a daily dose of 0.4mg/day. Per the healthcare provider, patient was breathing on his own, but sleepy for most of day. CPAP machine started to maintain o2 sats. The pump was ordered to be stopped completely and per reporter they were to change out medication to saline and return to minimum rate (exchange was scheduled friday (B)(6)). Patient status was noted as ¿alive - no injury¿. It was added that diagnostic testing or troubleshooting will be performed in the future; cause of the issue was no known. It was later reported that patient was stable. There was no need for total system purge, patient ¿turned the corner¿ and was tolerating minimum rate well. No further troubleshooting was done and no further actions were planned for the moment; cause remained unknown. Per reporter there was no issue with the device.